Manufacturer narrative:
Philips has investigated this complaint. A philips field safety engineer (fse) inspected the system onsite and confirmed that the system is not booting up. The engineer replaced the host pc, hard disk, reinstalled the software and adjusted network settings. Then, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the host pc. The fse replaced the host pc, hard disk, reinstalled the software and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.